Event description:
The lay user/patient contacted lifescan alleging the meter has black marks in the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, the physician was attempting to cut the papilla while using a sphinctertome (cook device) and active cord (olympus device). However, during the procedure, the physician noted that the patient twitched as if he/she had been shocked. The physician was able to complete the procedure with this set of devices without any further indications of shock. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B) (4).the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings:the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.